Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh procedure performed on (B)(6) 2016. According to the complainant, the patient had a mesh erosion and vaginal wall mesh exposure. On (B)(6) 2016, a diameter of 15mm mesh exposure occurred in the vaginal fornix before the median of the anterior vaginal wall. On (B)(6) 2016, removal of the exposed mesh caused by hematoma after the procedure, and colporrhaphy procedure were performed in the operating room. Reportedly, on (B)(6) 2016, the patient was cured and there was no sexual pain felt.